Manufacturer narrative:
Batch documentation has been analyzed, and no defects or deviations were found. The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
The customer had a bleeding from penis after catheterization.